Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the appearance of the subject device, but there was no abnormality. When omsc connected and operated the subject device according to the instruction manual, the displayed image was blurred and whitened. There were no abnormalities on the watertight construction of the subject device. Omsc took the subject device apart and investigated it. As a result, we found that the event was caused by the charge coupled device (ccd) unit. The manufacturing record was reviewed and found no irregularities. Also, the subject device has been used for eight years without replacement of the ccd unit. The exact cause of the reported event could not be conclusively determined. As a result of investigation, the blurred and whitened image might be attributed to aged deterioration of the ccd unit. The instruction manual states the proper handling method of the subject device and the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The image of the display was blurred and whitened. The user exchanged the subject device. There was no patient injury reported. This is the report regarding the blur of the image.